Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal anastomosis, when device was being applied on the colon, it did not fire. The surgeon was able press the green button but unable to squeeze the handle. Used a competitor's standby product to resolve the issue. There was no patient injury.